Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection resolved. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced an infection at the implant site following surgery. The recipient was prescribed oral antibiotics. The recipient's infection was not device related.